Manufacturer narrative:
Findings: unit passed self-test and displacement test. No partial, smeared, cracked or bleeding display noted. Unit received with cracked case at display window corners. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 43 mg/dl. The customer drank some orange juice and sugar. The customer reported via phone call indicating that the insulin pump had partial. Customer's blood glucose at time of incident was 43 mg/dl. Customer was advised to insert energizer aaa alkaline battery but she is not home to change. Customer stated that display did not return to normal. Customer was advised to do self-test but can't read the screen. The customer was unable to read the screen. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced.